Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. Inspected the pump and performed functional tests, and it passed all tests. Further investigation of the pump found no issue with alarm messages displayed and no beeping. Therefore, no problem found with the issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited "alarm 1;47pm" and no beeping or additional messages displayed on the screen. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.